Event description:
The customer was contacted to get more detailed info. However, the customer did not give any details from the pt other than they suffered injuries to the back of their head. No details of the sling being used at the time of the incident were available because the customer scrapped the sling and no other info was made available.

Manufacturer narrative:
Additional info will be provided upon the conclusion of the manufacturer's investigation.